Manufacturer narrative:
Based on the completed investigation, the image burn-in was as a result of a depressed lcd panel. However, the root cause could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, an image burn-in was observed in the high-definition lcd monitor. There was no patient involved.